Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the issue was due to a faulty main board, damaged interconnect board, and faulty speaker. The main board, interconnect board, and speaker were all replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has a watchdog/primary audible alarm power on self test (post) that cannot clear. There is unknown patient involvement. No patient harm/adverse event was reported.